Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital on (B)(6) 2014 with elevated ldh at 1254, pump powers were greater than 9 watts, and flows were 9-11 lpm. The pt recently had an acute cholecystitis which required a cholecystectomy, and he was off of his anticoagulation medication for a few days, which they felt contributed to suspected pump thrombosis. When the pt was admitted on (B)(6) 2014, he was initially placed on heparin gtt and his ldh went down to 888, and then started to rise again. The pt's partial thromboplastin time (ptts) maintained at 60-80 seconds when the pt was on heparin gtt. Integrilin gtt was added with minimal change in the pt's ldh value and continued to stay between 1000 and 13000. The pt continued to have elevated flows/powers with pls of 5-6. The pt was placed as 1a status for a heart transplant. Persantine was added while coumadin was held in anticipation of a possible heart transplant. The vad coordinator reported that they felt it was unlikely that the pt would get a transplant, so a decision was made to exchange his pump. The pt's pump was exchanged on (B)(6) 2014. The pt remains ongoing on the new lvad.

Manufacturer narrative:
The pt's weight was not provided. The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.